Event description:
A customer reported cases of tass after a procedure. Add'l info has been requested, but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. A site visit has been performed. (B)(4).